Manufacturer narrative:
The reported event was duplicated during the device evaluation. Upon visual inspection, the device was found to have internal corrosion. The device was repaired and returned to the user facility.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the micro oscillating saw was running without user activation. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.